Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, master lot and master bulk lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Email address for contact office is (B)(6). Mxp# (B)(6), qerts# (B)(6).

Event description:
Customer contacted tsc to report a discrepant positive result for a single patient sample with d(rh1) antigen typing using an ortho vision mts analyzer. The customer reported that they had tested a sample from a patient (known to be d(rh1) antigen negative) for d(rh1) antigen typing using ortho mts a/b/d monoclonal and reverse grouping card with their ortho vision mts analyzer and that they had obtained a positive reaction with 3+ reaction strength. The customer reported that due to the d(rh1) antigen discrepancy, they had tested the same sample for d(rh1) antigen typing using a tube method in ahg phase (no further detail was provided) and that they had obtained a positive reaction with 2+ reaction strength. The customer said that they do not perform d weak testing in routine. The customer said that based on patient history and results obtained in gel method, they will provide a negative result for d(rh1) antigen typing to the physician. The customer reported that no biased result was reported to the physician for this patient and that the patient was not harmed due to the reported event.